Event description:
During an upper endoscopy procedure to ligate esophageal varices, the physician used a cook endoscopy six-shooter saeed multi-band ligator. After the bands had been applied to the varices, the endoscope was removed from the pt. Resistance was felt when the endoscope tip was exiting the bite block. At this time, it was noted the ligation barrel had separated from the endoscope tip and was inside the pt's mouth. The barrel was retrieved from the pt's mouth using forceps. No additional medical procedures were required due to this occurrence. The patient did not experience any adverse effects due to this observation.

Manufacturer narrative:
Evaluation: we were unable to confirm the report as it was described because the affected device was not returned to cook endoscopy for evaluation. After a review of the device history record for this device, we can report that no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because the devices were previously distributed. A review of the 12 month complaint history was conducted. Based on this review, the likelihood of this type of occurrence to remote. Conclusions: we were unable to conduct a full investigation because the affected device was not returned to cook endoscopy for eval. The physician indicated the bite block shifted due to pt movement and the ligator barrel caught on the bite block. Information provided indicated resistance was encountered during removal of the endoscope when the ligation barrel (placed on the end of the endoscope) was preparing to exit the bite block. The user facility stated that this is the only reason the ligation barrel separated from the endoscope. Therefore, this is the likeliest cause for the reported ligation barrel detachment. Ligation barrel detachment can occur if the ligator is used with an endoscope that is incompatible. The instructions for use for this product, instruct the user to refer to the product package label for use of the appropriate endoscope. This ligator is compatible with endoscopes that have an outer diameter of 8.6mm - 9.2mm. The information provided with the initial report indicated that the endoscope used during the procedure was an olympus gif160, which has an outer diameter of 8.6mm. Prior to distribution, all saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that this lot met manufacturing requirements prior to shipment. Corrrective actions: no corrective action warranted at this time because this report was unable to be verified. The likelihood of this type of occurrence is remote. Customer quality assurance will continue to monitor for complaint trends.